Manufacturer narrative:
Possible use errors: inputting settings incorrectly. Per tandem's t:slim user guide: "check your system¿s personal settings regularly to ensure they are correct" and "always make sure that the correct time and date are set on your system." Pump serial numbers: (B)(4).

Event description:
Quarterly summary report for alleged pump time and/or date issues: it was reported that the pump time and/or date was inaccurate. The issue was resolved by resetting the pump time/date or reverting to another method of insulin therapy. There was no adverse impact to the user.